Event description:
It was reported the pt was implanted with three pipelines and subsequently expired due to sah.

Manufacturer narrative:
The devices involved in the event will not be returned for eval as they were implanted in the pt. Model# and lot# of other pipelines involved: model# : fa-77375-16, lot#: 9431003, dom: 04/11/2011, exp : 03/01/2014. Fa-77400-18, 9431030, 04/11/2011, 03/1/2014. (B)(4).